Event description:
It was reported the camera head had no image. The event was found at preparation for use for a hysterectomy therapeutic procedure and was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.